Event description:
It was reported that the right ventricular lead exhibited noise. A fluoroscopy revealed that the lead was fractured at the clavicle area. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.